Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the setup of a revaclear 300 set, particulate matter was observed at the arterial side of the dialyzer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection by the naked eye found a small dark spot located on the top of the fiber bundle, near the outer rim. The reported condition was verified. The spot was visible underneath the header cap. The header cap was removed and closer visual inspection of the dark spot confirmed that it was a burn on the fibers. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.